Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was stated that the patient started having "surges and shocking sensations" since (B)(6) 2012. It was noted that the implantable neurostimulator was "spiking in power." It was stated that the surging sensations "happen for no apparent reason" or while walking. The patient reportedly had motor weakness in the left leg which got "very uncomfortable" after the shocking episodes. It was stated that the shock was "so hard that it would throw the patient backwards and she fell." It was noted that patient fell backwards "numerous times yesterday" when the stimulation shocked her. There was no known accident or related incident. It was noted that the stimulation was turned off the night prior to the report and the location of the patient's symptoms was the left leg, "parasthesia area." The patient's status was reported as being "fair." If any additional information is received, a supplemental report will be sent.